Manufacturer narrative:
Only unused assorted k-flexofiles readysteel 31mm size 030, 035 and 040 were returned. For information, the two instruments returned with the assorted files are competitor products. These instruments are not broken. The involved file that broke during use has not been returned and cannot be analyzed. Moreover, its identification (size 015, 020 or 025) cannot be done. In an other hand, no unused file size 015, 020 or 025 is available for evaluation. The root causes of the breakage remain unknown. For information, nothing unusual to report was found during DHR review (batch #1489767). We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a k- flexofile colorinox broke during first use. The broken parts have not been retrieved.